Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the buttons of the insulin pump is not working. The blood glucose reading is unknown.

Manufacturer narrative:
The pump had no button response. The pump also had minor scratches on the display window.